Manufacturer narrative:
The device was returned to olympus for evaluation. The error e102 was not confirmed, but it could be caused by connection error between the xenon lamp and ignition board or by the dust. There were dusts inside the device. The scope socket has dust and fluid residues. The front panel was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, a e102 (lamp went out error) displayed on the evis exera iii xenon light source. The unit switched to emergency mode. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a connection failure between the lamp and ignition board or dust. The cause of the fault could not be identified since further information was not available. Olympus will continue to monitor the field performance of this device.

Event description:
The intended procedure was a diagnostic gastroscopy procedure. The intended procedure was completed. A review of endoscope according to standard. There was no delay reported and the patient was not under general anesthesia.